Event description:
Reporter indicated that, the patient was experiencing severe hoarseness at output currents above a certain level. Stimulation was lowered to mitigate the adverse event. The patient underwent an examination by an ent physician. The lowering of the output current was deemed to be intervention to prevent a permanent impairment. No vocal cord dysfunction was noted during the exam. An x-ray review was performed and the placement of the lead electrodes on the vagus nerve was believed to have been the cause for the event. The patient underwent generator and lead revision surgery. A portion of the lead was returned to the manufacturer and an analysis was performed. There were no anomalies found with the portion of the lead that was returned, but a complete analysis could not be performed, due to the electrode section of the lead not being returned.